Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms was confirmed via the log files. A review of the log files spanned approximately 3 days ((B)(6)2021¿(B)(6) 2021 and (B)(6) 2020¿(B)(6)2021 per time stamp). On (B)(6) 2021 between 13:20 and 14:06, (B)(6) 2021 at 01:01 and 18:00, and (B)(6) 2021 at 04:49 while connected to batteries, the low power advisory alarms intermittently activated due to fluctuating rsoc voltages on the cables. The alarms were cleared shortly after new batteries were connected. The alarms did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file. On (B)(6) 2021 between 19:00 and 19:04, while connected to batteries, the low power advisory alarms activated due fluctuating rsoc voltages on the cables. The alarms were cleared shortly after new batteries were connected. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms in the log file up until the driveline was disconnected on (B)(6) 2021 at 09:13 for a controller exchange. The heartmate3 system controller (hsc-063319), was functionally tested and found to operate as intended during analysis. Slight wire fatigue in the power cables was found but no atypical alarms were produced during testing. The controller was able to support pump function for an extended period of time. A root cause cannot be conclusively determined through this analysis. During the investigation there was also an incidental finding of small damage to strain reliefs of the power cables, but no internal wires were exposed. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 7, ¿alarms and troubleshooting¿ and heartmate3 left ventricular assist system (lvas) patient handbook section 5, ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including low voltage advisory alarms. The heartmate3 lvas patient handbook instructs users to not twist, kink, or otherwise bend their system controller¿s power cords in a way that may damage them. The heartmate3 lvas patient handbook section 10, ¿safety checklists¿ instructs users to regularly inspect their equipment for damage, including damage to the system controller¿s power cords, and to obtain replacements if needed. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient reported having frequent low voltage advisories despite having ample battery power. A log file was sent in for review which found that the controller lead was reading the battery power/ power module incorrectly. The controller was exchanged. No additional information was provided.